Manufacturer narrative:
The cot was evaluated by a field technician at the complainant's location. A visual and functional evaluation was conducted and it was determined the reported loss of power was a result of the battery being unable to maintain a charge. A replacement battery was provided to the complainant and the cot was returned to service. The IFU for the product provides sufficient instruction and guidance on battery management including, charging, maintenance and cleaning requirements. There have been no follow-up details provided regarding allegations of patient injury or adverse effects or any additional details provided about the medics injuries as initially reported.

Event description:
It was reported while attempting to load a patient in the ambulance, the power mode allegedly failed. While manually lifting the cot into the ambulance medic alleged a back injury and sought medical intervention after the transport. No injury or adverse effect to the patient was reported. After completion of the transport, another medic was evaluating the cot and he alleged back pain from handling the cot. He was also seen by a doctor for evaluation.

Event description:
It was reported while attempting to load a patient in the ambulance, the power mode allegedly failed. While manually lifting the cot into the ambulance medic alleged a back injury and sought medical intervention after the transport. No injury or adverse effect to the patient was reported. After completion of the transport, another medic was evaluating the cot and he alleged back pain from handling the cot. He was also seen by a doctor for evaluation.